Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found, related to the complaint. The event history log (ehl) was reviewed. The high alarm related to ¿cassette not attached properly' was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was noted that there was one service performed for cassette error. Air detector height was checked and was found that it was too high. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a system fault (45220) which is due to shorted dose keypad, and it was replaced. The software updated and unit reset to standard configuration. The unit pass all testing criteria.

Manufacturer narrative:
B5: unknown; month and year valid h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed to dispense medication despite multiple cassette attempts. Per reporter, it was not explicitly confirmed whether the issue occurred during patient use; however, as the device was reported to not dispense medication, it is assumed that the behavior was first observed during use. Reporter alleges that the issue was subsequently reproduced multiple times during testing. No patient harm was reported.